Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2020, the patient reported that when she woke up this morning, the infusion set's tubing was hanging on the site at the site connector and currently, her blood glucose level was 278 mg/dl. Yesterday, she inserted it and her site location was left side of her abdomen. The pump was located on the side of her sleep gown. Moreover, the infusion set had been used for the first day. Reportedly, the infusions sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.